Event description:
It was reported that the patient experienced a loss of therapeutic effect. He also experienced increased rigidity, balance issues, and fainting spells. The patient was admitted to the hospital. The status lights on patient programmer were assessed and the reporter confirmed that the neurostimulator light and "stim on" light were lit. The reporter was redirected to the patient's health provider. Additional information has been requested from the hcp, but was not available as of the date of this report.